Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping from the chest. Boston scientific technical services (ts) discussed possible beeping causes and suggested checking with clinic to determine the cause of beeping. This device remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient also reported burn marks on the chest and experienced shocks in the past, resulting in the device area getting warm and swollen. Boston scientific technical services (ts) referred the patient to the md. No additional adverse patient effects were reported. Additional information indicates that this device was explanted. A new cardiac resynchronization therapy defibrillator (crt-d) with the same model was placed. No additional adverse patient effects were reported. Additional information indicates this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a lead noise and an out-of-range pace impedance of >3000 ohms, observed on latitude. This device is in the hospital's possession. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping from the chest. Boston scientific technical services (ts) discussed possible beeping causes and suggested checking with clinic to determine the cause of beeping. This device remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient also reported burn marks on the chest and experienced shocks in the past, resulting in the device area getting warm and swollen. Boston scientific technical services (ts) referred the patient to the md. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) heard beeping from the chest. Boston scientific technical services (ts) discussed possible beeping causes and suggested checking with clinic to determine the cause of beeping. This device remains in service and will not be returned. No adverse patient effects were reported. Additional information indicates that the patient also reported burn marks on the chest and experienced shocks in the past, resulting in the device area getting warm and swollen. Boston scientific technical services (ts) referred the patient to the md. No additional adverse patient effects were reported. Additional information indicates that this device was explanted due to product performance issue. A new cardiac resynchronization therapy defibrillator (crt-d) with the same model was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to the initial MDR in block b5 event description. This supplemental report was created to capture additional information.